Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of having high blood glucose of 500 mg/dl and a no delivery alarm. Customer indicated that the alarm was cleared by changing the infusion set and reservoir. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined troubleshooting. No further details provided.